Event description:
During an unknown procedure, the force of fire was more than usual at 1st firing. The device locked out at mid firing. Another device was used to complete the case. There were no adverse consequences to the patient.